Event description:
It was reported a depth gauge that is not measuring correctly. It was reported that the depth gauge is measuring 4-5 millimeters off. The procedure was completed successfully. Patient outcome was reported as no issues since the device is an instrument. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the depth gauge, for locking screws to 100mm for intramedullary nails, part number 03.010.072, was received with the tip and length of the device showing light wear. The balance of the tool is in good condition and the etchings are legible. This instrument is intended to be used to determine the appropriate locking screw length for various intramedullary nail systems. The depth gauge is used by inserting the scaled probe through the hole to grasp the far cortex of the bone with the hook. If measuring through a drill sleeve, the outer protection sleeve of the depth gauge should be removed prior to insertion. This information is provided per suprapatellar instrumentation for titanium cannulated tibial nail technique guide (B)(4) and the device is referenced in 4 additional technique guides. The returned depth gauge, lot # 3759325, was manufactured may, 2011. It was received with signs of light wear on the tip and over the length of the device. The balance is in good condition and intact. The depth gauge was received measuring correctly and therefore the complaint condition is unconfirmed and cannot be replicated. The device was manufactured prior to the release of the current drawing revision. Therefore, a review of the current design drawing ((B)(4)) was performed. The design was found to be sufficient for its intended use. The most likely cause of the condition is the interpretation of the measurement. The device is designed to adjust for the screw head such that the measurement read from the depth probe will directly match the overall screw length that should be used. In conclusion, the complaint condition of ¿does not/will not function: will not measure¿ is unconfirmed. It appears a misunderstanding of the depth gauge reading resulted in the complaint condition. The design for this device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.